Event description:
A report was received that the patient was having difficulty charging the ipg and was experiencing discomfort at the pocket site. The ipg was almost flipped. The patient underwent a pocket revision wherein the ipg was replaced with a new one. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.